Manufacturer narrative:
As a result of evaluating the subject device on aug 29, 2016, the distal tip has fallen off, as it was pointed out. It is surmised that the falling-off of the distal tip into the patient was caused by the following mechanism; the distal tip was stuck at a papilla, due to the condition of calculus and a bile duct. Under the above condition, the basket was opened and closed, so an excessive load was applied to the distal tip, leading to the deformation and falling-off. As checking the manufacturing record of the same lot, nothing abnormal related to the reported event was detected. Olympus has checked all the distal tips are correctly connected in the manufacturing process. Therefore, olympus has determined that there was nothing abnormal before shipment on the subject device. There is the following description in the instruction manual. Warning: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing stone, the distal tip of the subject device came off into the common bile duct. The doctor retrieved the tip by grasping forceps and no further procedures were necessary to rectify the issue. There was no report of the patient injury regarding this report.